Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The field service representative observed evidence of fire while servicing the architect i2000sr analyzer. There was a quarter sized black mark where the vortexer was dripping onto the board. There were no injuries and no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The field service representative inspected the analyzer onsite and discovered the drain tubing from the trigger pre-trigger manifold was leaking on the top of vortexer 3. A quarter sized black mark was observed on the vortexers circuit board. The trigger pre-trigger manifold tubing was reinstalled and the vortexer was replaced to return the analyzer to normal function. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.